Event description:
It was reported that the patients ipg was superficial and had cause discomfort. It was noted that the patient experienced inadequate stimulation and had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was returned.

Manufacturer narrative:
Sc-1160 (sn: (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. A review of the device data logs indicated charging difficulty due to device depth.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was superficial and had cause discomfort. It was noted that the patient experienced inadequate stimulation and had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.